Event description:
This case was reported by a consumer and described the occurrence of esophageal injury in a (B)(6) year old female patient who received oral moisturizers (biotene moisturizing mouth spray (2013 formulation) spray for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started oral moisturisers (unknown) at unknown dosing. Two days prior to reporting in approximately (B)(6) 2014, the patient experienced esophageal injury, esophageal stenosis, throat injury, difficulty breathing, cough, throat burning sensation of, vomiting, and throat pain. This case was assessed as medically serious by gsk. Treatment with oral moisturisers was discontinued. At the time of reporting, the events were unresolved. Ae information received (B)(6) 2014, late entry due to medra not being available: a husband reported that his wife used biotene mouth spray about 2 days prior to report date. She had difficulty breathing. He reported that she coughed, the product hit her esophagus and caused it to close up, and she had a burning sensation in the back of her throat further described as something hitting her in the back of the throat like a needle. Consumer reported that his wife also experienced gasping for breath, throwing up and pain in the back of her throat. Consumer reported that his wife is no longer experiencing these events except for the burning sensation in her throat. Consumer stated that his wife is now experiencing an irritation in her throat, that her throat hurts her, and a burning sensation in her throat. Consumer reported that his wife is no longer using the product.

Manufacturer narrative:
Biotene moisturizing mouth spray is manufactured in (B)(4). The lot number for this product is available; however, it is unknown if the product will be returned for quality assurance testing.